Manufacturer narrative:
The returned device analysis did not confirm the reported inability to close the clip or the reported clip jumping. The discrepancy between what was reported (unable to close clip and clip jumping) and what was observed (no issues with the clip) is possibly due to interactions during device preparation and/or user technique which resulted in increased tension on the device and contributed to the user experience. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, causes for the reported inability to close the clip and clip jumping could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip jumping . It was reported that during preparation of the mitraclip delivery system (cds), when attempting close the clip to the 20-degree angle, the clip did not close more than 60 degrees. Only after leaving it in the unlocked state, the clip arms then jumped to a tighter angle and the clip was able to open and close. The following steps were repeated two more times: grippers up, unlocked, inverted the clip arms, advanced the lock lever to the lock position, closed the clip to 120 degrees, grippers down, torque and translate, tried to close the clip to 20 degrees, this time to no avail. The decision was made to not use the cds in the patient anatomy. There was no patient involvement and not clinically significant delay in procedure. No additional information regarding this issue was provided.